Manufacturer narrative:
Concomitant products: 3058 interstim urinary mgu ipg; implanted: (B)(6) 2015, 3889-28 interstim urinary mgu lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.